Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color during withdrawal. Manual compression was used to achieve hemostasis. There was no reported patient injury. The device was used for femoral artery closure following an interventional pulmonary small-artery embolization, for which a retrograde approach was used. No device or package damage was observed prior to use. At the femoral puncture site, angiography confirmed suitability and vessel diameter =5 mm, with no calcium, plaque, stent, stenosis >50%, or pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm identified. There was no difficulty connecting the non-cordis sheath to the vascular closure device (vcd). During use, the exoseal vcd and sheath were retracted together until pulsatile flow noticeably decreased, although the indicator window did not change color. The vascular sheath was entered and locked, and the system was withdrawn while observing pulsatile blood flow. After pulsatile flow decreased, the system was slowly withdrawn; however, the indicator window did not change color. The indicator wire cowling locked with an audible click, pulsatile flow was observed from the bleed-back indicator, and retraction continued until bleed-back slowed. The physician did not place a thumb on the plug deployment button during retraction. No red color was seen in the indicator window. Upon removal, the indicator wire loop was deployed with no abnormalities. The system and sheath were completely withdrawn outside the body, and the indicator window still did not change color. The device was returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color during withdrawal. Manual compression was used to achieve hemostasis. There was no reported patient injury. The device was used for femoral artery closure following an interventional pulmonary small-artery embolization, for which a retrograde approach was used. No device or package damage was observed prior to use. At the femoral puncture site, angiography confirmed suitability and vessel diameter =5 mm, with no calcium, plaque, stent, stenosis >50%, or pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm identified. There was no difficulty connecting the non-cordis sheath to the vascular closure device (vcd). During use, the exoseal vcd and sheath were retracted together until pulsatile flow noticeably decreased, although the indicator window did not change color. The vascular sheath was entered and locked, and the system was withdrawn while observing pulsatile blood flow. After pulsatile flow decreased, the system was slowly withdrawn; however, the indicator window did not change color. The indicator wire cowling locked with an audible click, pulsatile flow was observed from the bleed-back indicator, and retraction continued until bleed-back slowed. The physician did not place a thumb on the plug deployment button during retraction. No red color was seen in the indicator window. Upon removal, the indicator wire loop was deployed with no abnormalities. The system and sheath were completely withdrawn outside the body, and the indicator window still did not change color. One non-sterile exoseal vascular closure device (6f) was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. No additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high-magnification microscopic evaluation was conducted to examine the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.